Event description:
It was reported that the patient's heart "thumps" when the patient is lying down, to the extent that is shakes the bed. This happens when lying on the right side, and subsides somewhat when lying on the left side. The device is implanted on the right side. The patient has questioned the physician but has not received any answers. Follow-up was conducted to obtain information on whether the symptoms were device related, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.